Event description:
Medtronic received info that this annuloplasty ring was abandoned after implant. The pt was ischemic and the surgeon thought that there may be undue stress on the p3 region of the annulus, which led to central insufficiency. The surgeon did not attempt to undersize due to the pt's ischemic condition, and indicated that the "aggressive" contour of the anterior annulus contributed to the issue. A different annuloplasty ring was successfully implanted.

Manufacturer narrative:
Conclusion - cause of event cannot be determined. Analysis: the ring has not been returned for analysis, however, the return is anticipated. Conclusion: without the return of the ring, no definitive conclusions can be drawn at this time. However, it is suspected that the central insufficiency was a function of annular deformation, and not a result of a product malfunction. A f/u report will be filed should the ring be returned.